Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending product liability, patient alleges pain, neuropathy on the right foot, muscle spasm, and muscle atrophy. After review of medical record, patient was revised to address failed painful right total hip arthroplasty. Revision notes reported that a fair amount of bloody fibrous debris was cultured and debrided. The stem was found to be loose and broken. Intraoperative radiograph showed that perforation had occurred at the lateral cortex, so an eto was performed. A crack was then noted at the distal part of the femur, and two cables were passed distally, and also two proximally, to repair the eto. Doi: (B)(6) 2002 - dor: (B)(6) 2008 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.